Event description:
The patient reported skin irritation at the implant site due to overheating of the charger. The physician recommended ointment to treat the irritation. The patient is reportedly doing well.